Event description:
Dealer states that a red light comes on and unit allegedly doesn't run for a complete cycle. Dealer alleges there is a burning smell. No injury alleged.

Event description:
Dealer states that a red light comes on and unit allegedly doesn't run for a complete cycle. Dealer alleges there is a burning smell. No injury alleged.

Manufacturer narrative:
(B)(4) issued mfg report #1031452-2012-00021. The device, concentrator, model #irc5po2, serial #(B)(4) has been returned for an inspection and evaluation. The device was approximately 2.5 years old. The exact cause of the error code could not be determined but is most likely due to the poor maintenance and cleanliness. The concentrator had 11,977 hours. The hepa filter missing. The interior very dirty. The tubing was contaminated with a nicotine-like substance. There is residue on the pc-board, regulator and manifold assembly. The retention clips have been moved from original location. The complaint was verified by powering on unit and it shutting down after 3 seconds. A DHR review was conducted and no discrepancies were found. The concentrator is also not a life supporting or life sustaining product. A caution in the owner's manual states, "invacare recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure. Consult your physician or equipment provider for the type of reserve system required. This equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining". (B)(4) has been initiated for this issue. Model irc5po2, serial number/date code (B)(4) is approximately 2 years 5 months old. The user manual part number 1143482 rev d (apr-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer is a (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model irc5po2, serial number/date code (B)(4) is approximately 2 years 5 months old. The user manual part number 1143482 rev d (apr-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a (B)(4) female. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.